Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2016 with the following findings: investigation was unable to duplicate the cracked battery compartment complaint. The battery compartment was free of defects. Unrelated to the original complaint, the bolus button was torn in center but was functional.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a casing/condition (cracked/damaged casing) issue; battery compartment. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.